Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# 0210505942, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that the patient had a loss of signal and a return of symptoms on (B)(6) 2016. The cause of the loss of signal was unknown. No diagnostics or troubleshooting was done. No surgical intervention was taken or planned. The implantable neurostimulator (ins) was reprogrammed and the issue was resolved. The event was assessed as not serious, not related to the procedure, and related to the stimulator. The patient was alive with no injury. The patient's medical history includes idiopathic functional incontinence since 2000.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.